Event description:
It was reported that during a ptca procedure, the balloon ruptured and caused a spiral dissection. The dissection was repaired with multiple stents. Patient status is listed as "stable".